Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak. Update/correction to sections b1, b2, b4, b5, d6b, d9, g3, g6, h2, h3, h6 and h10.